Event description:
A patient reported on a public site that they were experiencing a hearing loss that they believed was related to their vns device. No further relevant information was received from the patient regarding the event.